Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown, not provided. Serial #: unknown, was not provided. Expiration date: unknown, as the serial number was not provided. UDI#: unknown, as the serial number was not provided. Device manufacture date: unknown, as the serial number of the device was not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the symfony intraocular lens, (iol) was explanted in a secondary procedure. The lens was replaced with a traditional lens, the type and model unknown. The doctor inquired whether a patient with a small pupil size would be an appropriate candidate for a symfony lens. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing record was not reviewed since the serial number is unknown. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.